Manufacturer narrative:
Concomitant medical products: baxter 50ml IV bag of 0.9% sodium chloride injection usp. The customer¿s report of separation of the nut on the male luer from the luer tip was confirmed. The nut of the male luer was separated and received with the set. Visual inspection observed no holes or tears on the tubing. There were no cracks, crazing or breaks observed on the nut or the male luer tip. Dimensional testing was performed; the luer step was out of specification. Functional testing was not performed as the failure mode was evident upon observation. The root cause of the set separation was identified as a luer step that is out of specification; a supplier defect.

Event description:
The customer reported that the spin collar was not attached to the correct area and while disconnecting the IV set from the needleless connector the spin collar slid off the set. This occurred during saline infusion and there was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.